Event description:
It was reported that the customer experienced a blood glucose value of 49 mg/dl, cause was unknown. Customer consumed candy to address the bg level. Customer continued to use the pump for insulin therapy.